Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The patient presented with acute thrombotic occlusion of ostial posterolateral branch (pl) and acute postero inferior myocardial infarction. The de novo target lesion was located in the moderately calcified distal right coronary artery (dist rca) with total occlusion and was 10mm long with a reference vessel diameter of 2.75mm. The patient also had severe lesion in the posterior descending artery (pda). Vascular access was obtained via radial artery. The guide wire was crossed towards pda. After predilation using a 2.0x20mm balloon catheter at 8atm, a 2.75x12mm omega stent was implanted in the dist rca towards pl. Good angiographic result was obtained with distal timi flow 3. Then a 3.5x20mm omega stent was implanted in the dist rca, telescoped with the previously placed stent. Good angiographic result was obtained. Then the lesion in the ostial pda was predilated with the 2.0x20mm balloon. Another 2.75x12mm omega stent was advanced, but failed to cross the lesion and stent deformation was observed. The stent was removed without complications. Subsequently, the lesion was predilated with a 2.75x12mm balloon and a 2.75x16mm omega stent was implanted in the ostial pda. A then a 3.5x12mm omega stent was advanced in an attempt to perform kissing technique in order to cover the bifurcation, but was not successful as it could not cross the 3.5x20mm stent. Finally, the 3.5x12mm omega stent was implanted at 18atm in the proximal part of the 3.5x20mm stent. Good angiographic result was obtained with timi flow 3. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system. Examination of the returned device revealed the balloon was tightly folded with the stent secure on the balloon between the markerbands. The first proximal and first distal rows of stent struts were bent, flared and overlapping. There were multiple shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The patient presented with acute thrombotic occlusion of ostial posterolateral branch (pl) and acute postero inferior myocardial infarction. The de novo target lesion was located in the moderately calcified distal right coronary artery (dist rca) with total occlusion and was 10mm long with a reference vessel diameter of 2.75mm. The patient also had severe lesion in the posterior descending artery (pda). Vascular access was obtained via radial artery. The guide wire was crossed towards pda. After predilation using a 2.0x20mm balloon catheter at 8atm, a 2.75x12mm omega stent was implanted in the dist rca towards pl. Good angiographic result was obtained with distal timi flow 3. Then a 3.5x20mm omega stent was implanted in the dist rca, telescoped with the previously placed stent. Good angiographic result was obtained. Then the lesion in the ostial pda was predilated with the 2.0x20mm balloon. Another 2.75x12mm omega stent was advanced, but failed to cross the lesion and stent deformation was observed. The stent was removed without complications. Subsequently, the lesion was predilated with a 2.75x12mm balloon and a 2.75x16mm omega stent was implanted in the ostial pda. A then a 3.5x12mm omega stent was advanced in an attempt to perform kissing technique in order to cover the bifurcation, but was not successful as it could not cross the 3.5x20mm stent. Finally, the 3.5x12mm omega stent was implanted at 18atm in the proximal part of the 3.5x20mm stent. Good angiographic result was obtained with timi flow 3. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.